Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient saw out of regulation (oor) multiple times. They inquired about oor causes. The rep stated the cause of the oor was not determined. They turned on and off and lowered the amplitude. The oor has not been resolved and the patient will see the neurologist for reprogramming.